Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high readings of 600+ mg/dl. The customer treated with complete set change and 7.8 units of bolus with the pump. The customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer also had a low reading of 67 mg/dl in the morning and treated with food. The customer was also admitted to the hospital with blood glucose of 25 mg/dl. The insulin pump was not returned for analysis.